Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, as the delivery catheter system (dcs) was being removed, the nose cone caught on the inflow edge of the valve causing it to dislodge up into the sinuses. A snare was used to pull the valve into the descending aorta. Subsequently, a second valve was implanted. No adverse patient effects were reported.